Event description:
The reported description notes that a speaker malfunction message was displayed. It is unk if the speaker was generating any audible tones at the time of this message.

Manufacturer narrative:
(B)(4). The reported description notes that a speaker malfunction message was displayed. It is unk if the speaker was generating any audible tones at the time of this message. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.